Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6565-0-232, lot # unk, description: alumina v40-femoral head 32mm, +4mm nk. Cat # 6020-0335, lot # unk, description: accolade tmzf hip stem #3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that a right hip was revised. Surgeon revised patient due to pain and clicking in hip.

Manufacturer narrative:
While the exact root cause of the alleged noise and pain could not be determined, in the event description, it stated that the surgeon revised patient due to pain and clicking in hip. Further information such as device return, operative reports, xrays, patient history & follow-up notes are needed to complete the investigation for confirming the event and determining the root cause.

Event description:
It was reported that a right hip was revised. Surgeon revised patient due to pain and clicking in hip.